Event description:
It was reported on (B)(6) 2010, that the pt's handheld programmer had an unresponsive button that prevented changing the settings. This had been occurring for approximately the previous three months. It was suggested that stimulation adjustments be made using an older programmer with a similar fault. The programmer required replacement. The only issue, at this time, was an inconvenience to the pt. It was later reported that the handheld programmer initially reported, proved to not be the problem. The neurostimulator (implanted in "approximately 2005") was suspected to be the cause, as it produced stimulation sensed by the pt even at 0.0 volts (when turned on). When the device was turned off, no stimulation was sensed. The pt used the device and tolerated the persistent stimulation while a solution was found. Additional info was received stating that the pt chose a stimulation of 0.0 volts as it was the most tolerable stimulation level. Since the device did not have a display, the pt did not know at what stimulation level the device was set. The MFR representative was able to determine the level of stimulation using the model 8840 physician programmer. It was noted that the pt always programmed the device at this level of stimulation, though the stimulation received was often too strong. The device was not able to provide mild stimulation on any occasion. Troubleshooting on the device provided no solution and a "blind test" showed that the device was putting out current even when the physician programmer read 0.0 volts. This had been occurring for "several months" (as of (B)(4) 2010). No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).